Event description:
It was reported that there was a white particle floating in a small volume intermate. The particulate matter was identified after the device was filled with flucloxacillin, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection noted particulate matter inside the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.